Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The user first installed the pad-pak on the (B)(4) 2011 and performed to specification up to the (B)(4) 2016. The device records 5 manual power ups all containing nonsensical durations. This may indicate the user was regularly power cycling the device or the device was switching on automatically and the user was intervening by turning the device off by pulling out the pad-pak rather than using the on/off button. No further log entries were recorded. A test pad-pak was installed and the device passed a self-test. The device failed to power off using the on/off button. This would indicate a fault. A test shock was delivered without fault and an acceptable measurement was recorded. The device could not be powered off using the on/off button. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions resulting in corrosion. The device failing to power off would account for the manual power ups recorded containing nonsensical durations and combined with the excess current drain would indicate a failing membrane. The fault could not be replicated with a known good membrane installed. The corrosion observed on the membrane tail would indicate the device had been stored in adverse conditions however this could not be verified by any other means.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.